Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the surgeon used the device on two firings. On the third firing, the device fired on the vessel, however, the staple line wasn't consistant or leak proof. The surgeon then sutured the vessel. There were no adverse consequences for the patient.